Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-27012022-000112115 submitted for adverse event which occurred on (B)(6) 2017. Mwr-27012022-0001121161 submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent partial removal on (B)(6) 2017 during which the surgeon noted the mesh has pulled to one side and there was a defect on the right side of the mesh. Also noted were extensive adhesions of omentum and small bowel to the anterior abdominal wall and mesh. He removed approximately three quarters of the mesh in completing the repair. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted the previously placed mesh was in place in the midline but the fascia had pulled out where the mesh was within the hernia sac. There was mesh adherent to the linea alba; this was removed prior to completion of the repair. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/13/2022.

Manufacturer narrative:
Date sent to the FDA: 5/18/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.